Event description:
It was reported that a customer experienced a low blood glucose; value was not provided and cause was unknown. The customer became unconscious due to the low blood glucose, and the customer was hospitalized on (B)(6) 2025. The customer also experienced a seizure. The patient remained unconscious until (B)(6). No additional information was provided on the type of treatment the customer received while hospitalized. Consequently, the customer also experienced fatigue after waking up. The patient was discharged from the hospital on (B)(6) 2025, in stable condition. Reportedly, the customer reverted to an alternate form of insulin therapy.